Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not known. They were told they some or's there can be interference due to location of or, but no cause. Issue was not resolved, and no further action will be taken. Patient programmed as per post procedure protocol, no issues indicated at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep called from operating room to report getting >4k ohms on all electrodes during impedance check. Caller reported the lead could be visualized in the header block, a gentle tug confirmed secure lead placement, and second handset and communicator were attempted, but still getting same impedance reading. Caller reported testing the lead alone, and all electrodes came back within normal range. Agent suggested caller tap into each electrode to get reading on each contact. In doing so, the caller determined contact 1 was showing >4k ohms. Motor response was tested and patient had positive bellows. Agent suggested using only programs that did not use contact 1, and to do another impedance check when patient is out of the or and in recovery. Due to the nature of the call being in the operating room with caller having limiting talking time, agent did not obtain patient info or name of managing hcp.